Event description:
As reported from our affiliates in (B)(4) this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. While advancing the commander delivery system with crimped valve through the esheath, the valve got stuck towards the end of the sheath and operator had to push quite hard to get it through. Everything looked ok and the procedure progressed as expected. However, when the esheath was withdrawn from the patient, the tip of the esheath was found damaged. As per pictures received, the esheath distal tip was torn.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The returned device was visually inspected, and the following was observed: the sheath was fully expanded as designed. The distal tip was torn radially along distal edge of liner and near axial score line. All score lines were present at the distal tip. Returned imagery was reviewed and the following observations were made: the sheath distal tip was torn radially with stretching present. The complaints for sheath distal tip torn and difficulty advancing through sheath were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the complaint description, "while advancing the commander delivery system with crimped valve through the esheath, the valve got stuck towards the end of the sheath and operator had to push quite hard to get it through. Everything looked ok and the procedure progressed as expected. However, when the esheath was withdrawn from the patient, the tip of the esheath was found damaged." Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. A corrective and preventative action captures process improvement activities regarding tip expansion which were identified during previous investigation.